Event description:
It was reported that the lead had a fracture, impedance greater than 9999 ohms, no capture, and a lot of high rate episodes with noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.